Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 407 mg/dl. Customer's other blood glucose value was 423 mg/dl and 475 mg/dl. The customer was treated with bolus. Customer stated that the infusion set had bent cannula and blue piece came out the needle went in side ways instead of skin. It was unknown weather customer was using auto mode or not. The device will not expected to be returned for analysis.